Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported power elevations and suspected thrombosis.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.